Event description:
It was reported that predilatation was performed prior to stenting. During stent deployment in the right coronary artery, the balloon popped [ruptured] at 10 atmospheres; however, the stent was deployed successfully. There was no resistance reported during advancement or retraction of the stent delivery system from the patient. No patient adverse effects or a clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the rx vision stent delivery system (sds) was returned with blood and contrast visible in the inflation lumen and in the loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the sds and the analysis confirmed that there was a pinhole in the distal shoulder of the balloon. Additionally, there was a scratch on the outer surface of the balloon adjacent to the pinhole, which suggests that the failure may have been attributed to mechanical damage to the outer surface of the balloon. There was a bend noted in the hypotube located 5 mm distal to the strain relief tubing. However, this damage was not originally reported during inspection prior to use or in the case description, indicating that the shaft likely occurred from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported complaint. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. As there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was characterized as mildly tortuous and may have contributed to the reported difficulty. It is possible that the balloon material was damaged (scratched) from interactions with other devices and/or the patient anatomy such that upon inflation attempt, the balloon ruptured. However, since it could not be determined what contributed to the damage leading to the rupture, a definite cause for the balloon rupture could not be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint handling database indicated no similar incidents for this lot. Based on the investigation, there is no evidence to suggest a potential product quality deficiency. To assure that all products perform according to specification, all stent delivery systems are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.

Manufacturer narrative:
(B)(4).